Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeq0690 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the microintroducer folded (fish mouthed) when trying to insert it. It was stated the user had to trim the microintroducer and reinsert non-tapered.